Manufacturer narrative:
The sternal saw was returned to terumo for investigation. It was determined that present poor condition of saw led to reported failure mode. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the locking mechanism on the sternal saw didn't work. No pt injury was reported.